Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/11/2019.

Event description:
The customer reported that the device had touchscreen failure. The device is pending evaluation.

Manufacturer narrative:
G4: 23mar2020. B4: 27mar2020. It was confirmed by the field service engineer that the device had touchscreen issues. The device was covered under the bench repair contract. Attempts were made to contact the customer and receive additional information regarding the device's repair, with no response. A supplemental report will be submitted if new information is obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.